Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was off the bus. A field service engineer (fse) found that the auxiliary cabinet had two failed drawers, 3.1 and 3.2. The station was powered off, and all components were reseated before powering it back on, but the issue persisted. The hardware was powered off again, and the drawer controller board for drawer 3.1 was replaced. Once the replacement was completed, the hardware was rebooted. After the application loaded, the hardware was tested and performed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers was off the bus on one machine. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.